Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) stated during service of a mixer he smelled smoke and stated that the mixer was not filling in dissolution and the fill valve was not opening. The biomed tech stated the mixer burned the fill valve completely up with excessive smoke. The biomed tech confirmed there was no patient harm or adverse event, no patient involvement as the issue occurred during preventative maintenance. The biomed tech stated the ¿jet pump¿ was noticeably burnt and there were several melted wires, which caused the mixer to fail. The biomed tech stated the stated no actual smoke or visible flames were observed. The biomed tech stated the stated the mixer was currently out of service and is currently being repaired pending receipt of a replacement fill valve. The biomed tech stated the stated once the functional board was replaced and the machine was qc tested the machine was to be restored back in service. No further issues were reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) stated during service of a mixer he smelled smoke and stated that the mixer was not filling in dissolution and the fill valve was not opening. The biomed tech stated the mixer burned the fill valve completely up with excessive smoke. The biomed tech confirmed there was no patient harm or adverse event, no patient involvement as the issue occurred during preventative maintenance. The biomed tech stated the ¿jet pump¿ was noticeably burnt and there were several melted wires, which caused the mixer to fail. The biomed tech stated the stated no actual smoke or visible flames were observed. The biomed tech stated the stated the mixer was currently out of service and is currently being repaired pending receipt of a replacement fill valve. The biomed tech stated the stated once the functional board was replaced and the machine was qc tested the machine was to be restored back in service. No further issues were reported.